Event description:
Spontaneous call from patient. Pump (B)(4) states no cylinder detected on several occasions. Sent new pump. Will schedule return box for malfunctioning pump friday. Patient using backup pump. No further information provided. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(4) by: patient/caregiver. Strength: 2.5mg/ml. Dose or amount 49.4nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.